Event description:
This patient had two endologics aortic grafts implanted in (B)(6) 2013. The patient returned to the or in late (B)(6) for device explanation and open repair of aortic aneurysm. It is unknown if the device failed, or if the patient's anatomy impacted a leak.